Event description:
The generator's output warning signal sounded throughout the procedure. The procedure was completed without complications. The ultrasonic probe was examined following the case. During the exam, the distal tip of the ultrasonic probe broke off.